Event description:
It was reported that the customer was admitted in the emergency room for low blood glucose. The mother stated that the night before, the customer's blood glucose was 45mg/dl, she drank a cup of orange juice, and then she went to sleep. The customer woke up with glucose level of 70mg/dl and started to have seizures. It was stated that at the hospital, the customer was able to get back to 155mg/dl. Troubleshooting was not performed. Assisted the mother on finding the settings programmed on the device and to make sure that the settings are correct by the mother contacting the doctor. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.